Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Two permanent kink impressions were observed between the 22cm and 24cm depth markings. The sample kinked preferentially at the sites of the kink impressions during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks; however, during manipulation of the sample, preferential kinking caused the catheter to become fully occluded. Microscopic inspection of the sample revealed material wear, buckling and discoloration in the vicinities of the kinks. The permanent kink impressions and preferential kinking were consistent with sharp kinking of the catheter. The use residues and event description suggested that kinking occurred while the catheter was indwelling. Kinking of an indwelling catheter can occur due to patient anatomy and securement technique.

Event description:
It was reported "the 4fr single lumen powerpicc solo was inserted (B)(6) 2021 using an over the wire catheter exchange technique. The insertion was smooth with no resistance or difficulty. Inserted into the right basilic vein, trimmed to 41 cm. The line was working fine for 3 days (flushing and drawing) and then there was difficult with blood return at which time alteplase was instilled. Following the alteplase instillation, the line would not flush at all. An x-ray was taken to reveal appropriate placement in the svc. The only change was the line had migrated out 1cm. It was initially hubbed and migrated to the 0 cm marking. The line was still not functioning so the nurse pulled it, revealing a kink at the 22 cm marking. There was no harm to patient regarding this PICC." Additional info. Received on 9/15/2021 "regarding patient harm, the patient would have had a delays in therapy due to a PICC that was not functioning properly, additional needle pokes for blood analysis and medication delivery through a different vascular access site. " there was no harm to patient regarding this PICC.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr0302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the 4fr single lumen powerpicc solo was inserted (B)(6) 2021 using an over the wire catheter exchange technique. The insertion was smooth with no resistance or difficulty. Inserted into the right basilic vein, trimmed to 41 cm. The line was working fine for 3 days (flushing and drawing) and then there was difficult with blood return at which time alteplase was instilled. Following the alteplase instillation, the line would not flush at all. An x-ray was taken to reveal appropriate placement in the svc. The only change was the line had migrated out 1cm. It was initially hubbed and migrated to the 0 cm marking. The line was still not functioning so the nurse pulled it, revealing a kink at the 22 cm marking. There was no harm to patient regarding this PICC." Additional info. Received 09/15/2021 "regarding patient harm, the patient would have had a delays in therapy due to a PICC that was not functioning properly, additional needle pokes for blood analysis and medication delivery through a different vascular access site. " there was no harm to patient regarding this PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the powerpicc tubing was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed a segment of powerpicc tubing that exhibited deformation that was consistent with a kink. No other damage or deformation was observed in the tubing. The device was not shown in use. It was reported that the line was working fine for three days, which indicates that the deformation may have occurred during use. The location of the insertion site and securement technique may have been potential contributing factors of the reported event, but the exact cause of the damage could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the 4fr single lumen powerpicc solo was inserted on (B)(6) 2021 using an over the wire catheter exchange technique. The insertion was smooth with no resistance or difficulty. Inserted into the right basilic vein, trimmed to 41 cm. The line was working fine for 3 days (flushing and drawing) and then there was difficult with blood return at which time alteplase was instilled. Following the alteplase instillation, the line would not flush at all. An x-ray was taken to reveal appropriate placement in the svc. The only change was the line had migrated out 1cm. It was initially hubbed and migrated to the 0 cm marking. The line was still not functioning so the nurse pulled it, revealing a kink at the 22 cm marking. There was no harm to patient regarding this PICC." Additional info. Received 09/15/2021 "regarding patient harm, the patient would have had a delays in therapy due to a PICC that was not functioning properly, additional needle pokes for blood analysis and medication delivery through a different vascular access site. ". There was no harm to patient regarding this PICC.